Event description:
This is an initial report # (B)(4). On mat (B)(6) 2013, a sales rep spontaneously reported via e-mail that a doctor had reported that a female pt of unk age, who initiated treatment with perlane (cross-linked indication experienced severe infection on (B)(6) 2012. It took few months to treat the pt as she was developed severe scarring, redness and volume loss until last week. The physician was ready to treat her again with perlane or selphyl. After a discussion, the physician decided to inject with perlane in the same areas to recreate volume in the cheek and the pt reacted again with an inflammatory reaction. No add'l info was provided. Medical history and concomitant health product were not provided.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. Severe infection, severe scarring, redness and inflammatory reaction assessed as serious, expected and possibly related. Volume loss assessed as serious, unexpected and possibly related.